Manufacturer narrative:
(B)(4). This event was originally sent under MFR# 0001822565-2018-06501 after receiving additional information, this event will now be sent under MFR# 0001825034-2019-03719. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03712. Concomitant medical products - vngd ps tib brg 10x79/83mm, catalog#: 183660, lot#: 081220; polished finned tib tray 83mm, catalog#: 141256, lot#: 2018010134. Report source- (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent debridement to treat delayed wound healing two (2) months post initial surgery.